Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient stated their ins quit working and the wires had moved to patient's spinal column. When asked, patient clarified they hadn't turned the ins on for several years because the stim was supposed to go down their hips and legs. However patient said their vertebrae "sat" down again and moved the wire and so stim was shooting into their "strads". The patient confirmed that was several years ago. The patient said they saw the healthcare provider (hcp) back then and the hcp went in to try and relocate the wire, but they couldn't get the wire out or put into another area.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3887-28, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.